Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had low blood glucose of 49 mg/dl. The customer indicated that the low blood glucose was due to her working outside. The customer also indicated that the inserter still had the needle hub from the previous sensor in it and would not come out. Troubleshooting was declined by the customer. The customer was advised that the device would be replaced and to return the product for analysis.